Event description:
It was reported that the patient was admitted to public hospital from district hospital as an outpatient for pta to bilateral iliac arteries. Diagnostic digital subtraction angiogram (dsa) was performed the week prior, via left groin (where manual pressure was performed for hemostasis with no complications). The right common femoral artery was accessed using a 7f sheath; pta to iliac artery was performed without complication. An 8f angio-seal device was deployed successfully to close the right groin puncture site. The patient was discharged to district hospital that afternoon with no complications. The patient presented to public hospital one week following angio-seal deployment complaining of a sore right groin. A CT scan revealed a retroperitoneal hematoma; the ultrasound revealed no pseudoaneurysm. The patient was treated conservatively with ultrasound compression and did not receive medication or a blood transfusion. The patient was observed in the hospital for one week and is reported to be recovering.